Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
During use, a leak was confirmed. There was no harm reported. There was no report of any intervention (reintubation) performed.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. An inflation/deflation test was performed and it was observed the cuff held the air. The sample was left inflated 24 hours and after this time no deflation was observed. Additionally the sample was submerged into a container filled with water and no leaks were observed. No failure mode was observed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode.